Manufacturer narrative:
Product not returned to manufacturer

Event description:
It was reported that the patient underwent additional surgery due to migration of device caused by twiddler's syndrome. Patient's pocket dropped down after patient had twiddled the device. Physician elected to reposition the device in a sub-muscular location. Patient was stable and asymptomatic post-surgery.